Event description:
It was reported that the patient experienced hyperglycemia due to bent cannula. The patient inserted the infusion set at abdomen were found scarred tissue hardened tissue or stretch marks which led the cannula to bent and was treated with insulin on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.